Manufacturer narrative:
(B)(6). (B)(4). The device was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained fractures to ribs 8, 9, and 10 approximately two (2) years ago. The patient chose not to receive treatment for the fractures at the time. Two (2) years following the initial injury, the patient complained of consistent pain. MRI imaging showed that the fractures had not healed properly, resulting in a nonunion. The patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2015 to treat the nonunion. The surgeon experienced difficulty locking the 3.0mm sternal locking screws into the two matrixrib plates at rib 10. Several screw holes in the plate did not accept the locking screws. The first plate (part 04.501.009) along with three screws (parts: 04.501.020.01, 04.501.022.01, and 04.501.024.01) would not lock and were therefore removed. Another plate and screw construct was implanted without issue at rib 10. The same three screws that were used on the first plate were removed and inserted into the second plate. The same issue occurred. Another set of screws were used. The surgeon was able to eventually create adequate stabilization using other plate holes to seat the second plate (part 04.501.005). Approximately thirty (30) minutes was added to the overall procedure time. There were no issues with the plate and screws on ribs 8 and 9. The surgeon was able to successfully complete the procedure. This report is 2 of 5 for (B)(4).